Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
It was reported that the ventilator had an error code indicating primary alarm failed. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support and was advised to replace the power management board speaker and 2 speakers. The customer reported that replacing the speaker assembly addressed the reported issue and the unit was return to use.